Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency after receiving inappropriate shock for over-sensing. It was noted that the right ventricular lead exhibited high r wave amplitude and mild rise in pacing lead impedance was noted. The lead was reprogrammed. Lead replacement was discussed. The patient was doing well without complications or symptoms.